Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the recently implanted invasive equipment was not related to any left ventricular assist device (lvad) equipment. The device was not an abbott product.

Event description:
It was reported that the patient passed away due to sepsis. The patient recently had invasive equipment implanted and within 24 hours of being implanted, they developed sepsis. They were treated with antibiotics, but on (B)(6) 2022 the patient passed away.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.